Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Pump received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the screen of insulin pump had crack. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.